Event description:
It was reported to boston scientific corporation on (B)(4) 2010 that an extractor retrieval balloon was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2010 involving and adult patient (exact age, weight, and gender are unknown.) According to the complaint, during the procedure the balloon ruptured inside the patient whilst extracting the stones. They retrieved the piece that tore off safely using a trapezoid retrieval basket and there were no further complications or patient injury at all. The procedure was completed with another extractor balloon.

Event description:
It was reported to boston scientific corporation on (b) (6 2010 that an extractor retrieval balloon was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B) (6) 2010 involving and adult patient (exact age, weight, and gender are unknown.) According to the complaint, during the procedure the balloon ruptured inside the patient whilst extracting the stones. They retrieved the piece that tore off safely using a trapezoid retrieval basket and there were no further complications or patient injury at all. The procedure was completed with another extractor balloon.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4). Device not returned yet

Manufacturer narrative:
Additional information: since the initial medwatch has been filed, the upn and lot number have become available. The manufacturing date and expiration date have also been updated. A visual examination of the returned device was revealed that the distal tip of the catheter was broken off and was not returned for evaluation and therefore the reported defect of balloon burst could not be confirmed. There were no kinks or dents found on the device. The catheter most likely broke during the removal of the device from the endoscope. The most probable root cause is operational context. (B)(4).